Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation there no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue. Additional findings not related to the malfunction/issue: rubber feet were noted to be missing and require replacement. The power cord clamp was noted to missing and requires installation of a power cord clamp. Device sn / mn label was added due to the original had the incorrect gtin / revision. A final report is being submitted based on the completed device evaluation. If additional information becomes available that changes the reportability of this complaint, a follow-up report will be submitted.